Manufacturer narrative:
Correction b5: medtronic received additional information that there was no damage to the oxygenator, the packaging or other contents within the package. There was no significant blood loss because of the oxygenator leak. A transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no air in the system/tubing.

Manufacturer narrative:
D.4 expiration date,serial number and h.4.mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage/assembly errors. Evidence has been provided showing foam inside the cvr. Reason for the return was visually confirmed by the evidence that was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion oxygenator and cardiotomy venous reservoir (cvr), foaming was observed in the reservoir and leakage occurred under the oxygenator. The use of the devices was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic received additional information that the foaming continued throughout the cross period. No air was observed in the venous line. There was no placement issue with the cannula which allowed air into the venous cannula/line. The venous line was not partially obstructed when the bubbles or foam appeared. There was a y connector in the venous line. There was no vacuum assisted venous drainage used (vavd) or large amounts of suction and venting used. The cleaning line was connected to the cardiotomy filter and it was open. The purge line was ran through a cardiotomy filter. The input was not changed since the use of the device was continued. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). There was no significant blood loss. No transfusion was required. There was no air in the system/tubing. Additional information d4 serial #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.